Event description:
It was reported that tip detachment occurred. A 150cm, 8cm poly tip v-18 control wire guidewire was advanced; however, the tip broke off. Subsequently, the physician attempted to retrieve the detached component but the tip was stuck and remained in the patient. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned with the wire bent. The returned device matches with upn provided by the customer. The guidewire returned together with its original opened pouch. The polymer tip was damaged; a section of the polymer was detached, approximately 4 cm was separated from the tip and this section was not returned. The distal tip was bent. No more damages were found in the returned device. Overall length was found within specification. The od of the distal tip could not be measured due to the tip detachment. The od of the middle and proximal section of the device were found within specification.

Event description:
It was reported that tip detachment occurred. A 150cm, 8cm poly tip v-18 control wire guidewire was advanced; however, the tip broke off. Subsequently, the physician attempted to retrieve the detached component but the tip was stuck and remained in the patient. The procedure was completed with a different device. There were no patient complications reported.